Event description:
It was reported that during an unspecified surgical procedure, it was observed that the kincise device would not fire at all and was "completely dead" even after trying new battery devices. During in-house engineering evaluation, it was determined that the device did not impact and the anvil automatically extended when manually retracted due to trapped internal pressure. And the rear housings was cracked. It was further observed that the device had difficulty forward and reverse impacting, had fluid ingress and unintended motion. The device also failed pretests for visual assessment, impactor operation assessment, intermittent test assessment and final assessment: there were no delays to the surgical procedure. There was patient involvement. It was unknown if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root causes were due to premature wear of seals causing steam penetration to interior components since the impactor has not met its life expectancy due to its age or high cycle count and the rear housings were observed to be damaged which is consistent with improper handling also known as user error. UDI: (B)(4).